Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately tortuous, moderately calcified de novo left anterior descending (lad) artery that was 90% stenosed. After the lad was stented with a 3.5x12mm xience prime a dissection was noted at the distal end. The dissection was treated with an unspecified stent. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.